Event description:
During the 2012 (B)(4), in a presentation entitled "longitudinal stability of five contemporary coronary stent platform designs," and in a journal article, it was reported that during a stenting treatment procedure stent damage occurred. After deploying a promus element stent in an unspecified lesion it was noted that the stent became longitudinally compressed. No patient complications were reported. Additional information was requested and is not available.

Manufacturer narrative:
Event date: between (B)(6) 2010 and (B)(6) 2011. Source: gregor leibundgut, m.d., (2012). Longitudinal stability of five contemporary coronary stent platform designs. 2012 (B)(4). Leibundgut, g. Longitudinal compression of the platinum-chromium everolimus-eluting stent during coronary implantation: predisposing mechanical properties, incidence and predictors in a large patient cohort. Catheterization and cardiovascular interventions (in press). (B)(4). Device evaluated by MFR: as the unit has not been returned, a technical analysis could not be performed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).